Manufacturer narrative:
The initial reporter facility name was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an craniotomy surgical procedure, it was observed that the motor device had irregular rotations per minute and was heating in the hand. It reported that there was a 120 minute delay in the surgical procedure and the procedure was completed manually. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed cutter lock assessment, the tool head had general wear and the tool could not be locked securely so the unit did not work properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.